Event description:
It was reported that a transmitter battery issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and failed. Performance data was reviewed. A transmitter battery issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over one hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional d9: device availability ¿ additional g3: date received by manufacturer - additional h2: additional information/device evaluation h3: device evaluated by manufacturer ¿ additional h6: medical device problem code - additional h6: type of investigation - additional h6: investigation findings - additional.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2024-123008 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl-(B)(4).